Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. During the procedure, the power surgical tool was reported as 4mm superior than plan. The power surgical tool was re-verified and was accurate. When the surgical tool was set down and brought back into view of the camera, it was once again inaccurate. The surgeon decided to use other navigated instruments to continue the procedure. The reported issue resulted in less than one hour procedure delay. There was no impact on patient outcome.